Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the client. However, a specific root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Event description:
It was further reported, the intended procedure was therapeutic. The procedure was completed with the same device. The patient was under sedation with propofol. The device was inspected before use.

Manufacturer narrative:
This report is being submitted for additional information received from customer.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on acoustic lens, water tightness was lost at the distal end. There were few additional findings. Due to wear of fe lever, up/down knob could not be locked securely. The forceps channel port was dirty. Suction cylinder had discoloration. Due to damage on cover of ultrasonic cable, the insulation resistance of the ultrasound system does not reach the standard value. Due to damage on ultrasonic cable, the number of missing elements exceeds the standard value. Due to damage on acoustic lens, the displayed ultrasound image was defective. Objective lens was shaved. Adhesive on bending section cover had a crack. The coating of the connecting tube was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage was noted at the distal end of the gastrovideoscope. The device was returned and an evaluation at the repair center revealed scratch on the acoustic lens that reached to the glue layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.